Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when administering an IV push of daunorubicin the user noticed a leak at the connection of texium to y-site of the normal saline line.

Manufacturer narrative:
Although requested, the product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
The customer reported that when administering an IV push of doxorubicin the user noticed a leak at the connection of texium to y-site of the normal saline line. There was no patient harm reported.